Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information that severe aortic stenosis was detected in echo on this 21mm aortic pericardial valve after three (3) years and one (1) month post-implant. This valve was originally implanted for aortic valve replacement to treat aortic stenosis. After three years post implant, the patient felt dizziness and severe stenosis was detected. This valve was going to be explanted so that the patient¿s heart was opened. Pannus-like was observed on all three leaflets and it was easily removed by tweezers. Since no other damage, hardening nor degeneration were observed, only debridement was performed and the valve was not explanted and the heart was closed. In pathology test at hospital, removed part was fibrin clot but it was very likely to pannus. Patient status was reported as ¿under treatment¿ at ICU.

Manufacturer narrative:
Additional manufacturer narrative: updated (expiration date). The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.